Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer treated with shots and insulin pump. Customer's current blood glucose value was 86 mg/dl and the blood glucose was >400 mg/dl at the time of incident. Troubleshooting was performed. The customer was admitted into hospital on (B)(6), may be 4:00pm. The blood glucose value when admitted to hospital was about 400 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was hyperglycemia. Customer wearing the pump at time of hospitalization. Customer stated pump alleges is under delivering as they were unable to stabilize blood glucose. Drive support cap appears normal. There were no leaks or air bubbles. Customer assisted to perform the high pressure test and result were passed. Customer reports pump was worn during a medical procedure/test around an MRI and stated pump was work during MRI and doctor advised her to get a replacement. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test and displacement test. No motor error alarms were noted. No displacement anomalies noted. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test, displacement accuracy test or verify under delivery anomaly due to prime anomaly. The motor was tested outside the device and passed. The device was received with corroded battery tube, cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot, stained end cap sticker, cracked case at display window corners and minor scratches on lcd window.